Manufacturer narrative:
(B)(4). G2: foreign: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the vivacit g7 polyethylene liner did not fit into the cup after attempting implantation. The surgeon used an anchorage technique that has worked in the past with the stem and the trial as well as with the acetabular components. After the technique is performed, a correction joint test is performed and checked with a luxation. During the luxation test, it was found that the polyethylene insert jumps and detaches from the acetabular component. There was no additional attempt to insert the liner. There was no reported harm or impact to the patient. No delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h4, h6, h10. Visual examination of the returned product identified gouges and indentations to the inner rim, inner and outer spherical surfaces, taper wall, and anti-rotation scallops. Cut outs on the outer spherical surface have burrs and deformation from attempted implanting. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.